Event description:
A patient was admitted with right middle cerebral artery (mca) stenosis. During the procedure, a balloon was advanced and inflated on two separate occasions. After the second balloon dilatation, there was no more than a 40% stenosis within the mid m1 segment of the right mca. The balloon catheter was removed and a stent (subject device) was advanced and deployed across the stenosis. Angiography demonstrated appropriate stent deployment. However, a few minutes later, angiography showed the development of internal filling defects within the central portion of the stent "likely due to secondary platelet aggregation". The patient was given heparin and integrilin intravenously. Angiography taken ten minutes later showed progressive occlusion of the m1 segment of the right mca. A microcatheter was advanced over a guidewire and placed through the stent into the m2 segment posterior division of the right mca. Angiography showed improvement of flow within the m1 & m2 segments of the right mca. Angiography was then performed at least five more times within a short time frame and suggested significant improvement of flow within the right mca. There were some residual filling defects within the central portion of the stent at the conclusion of the procedure, but it was not flow-limiting. The patient was discharged two days post-procedure.

Manufacturer narrative:
Device manufacture date: unknown.